Event description:
I was doing my assessment and checking all the tubing. I noticed the two microbore's for the dopamine were leaking. I changed the whole tubing and saved the defective tubing. The baby's (patient) blood pressure did not seem affected as it was a small leak. However it was a large enough leak to make the tubing wet. Original tubing package was not available because I did not hang the tubing. Previous shift threw it away.